Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2013-01217. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It has been reported that following insertion, the patient experienced urinary frequency and dyspareunia.

Event description:
Details: it has been reported that following insertion, the patient experienced urinary frequency and dyspareunia.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2011 by dr. (B)(6) at (B)(6) hospital.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced stress urinary incontinence.

Manufacturer narrative:
Additional patient codes: (B)(4) - urinary tract infection, (B)(4)- urgency, (B)(4) - blood loss, (B)(4) - malodorous urine additional information: additional narrative: it was reported that following insertion the patient experienced urinary tract infection, malodorous urine, dysuria, urgency, and bleeding.